Event description:
It was reported that the pump battery was depleting too quickly, starting about three days ago, but the issue did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in uninstalling and reinstalling the tandem mobi mobile app to resolve the issue, and it was communicated that tandem is aware of the problem and working on a future software update. The customer understood this information and will follow up if the issue continues.